Manufacturer narrative:
Date of event is an unknown date in 2022. Additional procode: ktt this report is for an unknown traumacem/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on january 13, 2022, the patient underwent osteosynthesis for fracture of the trochanteric femur with the trochanteric fixation nail advanced (tfna) system and augmentation. The surgeon exfoliated the iliofemoral ligament and performed extramedullary reduction with a custom-made elevator. The surgeon inserted the tfna nail, the blade, and the cement. The surgery was completed successfully without any surgical delay. The patient started to load-bear from the day after surgery; postoperative x-rays showed no defects. Postoperative x-rays taken on january 20, 2022, and january 27, 2022, also showed no defects. On january 28, 2022, the patient was walking on their own and was moved to a nursing facility. The patient complained of pain. Cut-out was confirmed on (B)(6), 2022. Circumstances are unknown however, there is a possibility that patient may have fallen, as there are symptoms of a fall on the patient¿s face and other parts of the body. The patient denies having fallen. This report is for an unknown traumacem. This is report 3 of 3 for (B)(4).